Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigma resection procedure. Upon releasing the stapler, the staple line was not complete and the anastomosis was not completely closed. It was primarily leaking in the area of the front wall due to poor staple formation. The blood loss was less than 300 ml. The instrument handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. The anvil could be tilted after firing and the anvil was bent. The report indicated the incomplete anastomosis was put away, the damaged fabric removed and a new stapler was used to create a new anastomosis. There was no patient harm. The patient is no longer hospitalized.